Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown; product identification and expiration date - unknown ; date implanted - unknown; the 510k number - unknown; manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay patient's date of birth, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to poly wear. A review of the invoice history confirmed the revision procedure; however, an invoice could not be located to confirm the initial procedure and which components were removed and replaced.